Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site due to the size of the ipg. Additionally, patient experienced ineffective therapy due to lead migration. Imaging confirmed both the leads migrated. As such, surgical intervention took place wherein the entire system was explanted and replaced to address the issue. A smaller size ipg was implanted at a new location to address the issue. Therapy was restored.